Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush heads have broken, head came away in mouth when brushing [device breakage]; no adverse event [no adverse event]. Case description: a male consumer, age unspecified, reported via phone on 05-jul-2016 that he purchased some oral-b dualaction brushheads and they had broken, elaborating that the head came away in his mouth when he was brushing with an oral-b rechargeable toothbrush, version unknown. He had used this particular version of brush heads before. No symptoms developed

Manufacturer narrative:
On 15-aug-2016 product investigation results: reporter returned two toothbrush heads on (B)(6) 2016. Toothbrush heads confirmed to be counterfeit.

Event description:
Brush heads have broken, head came away in mouth when brushing [device breakage]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: a male consumer, age unspecified, reported via phone on (B)(6) 2016 that he purchased some oral-b dualaction brushheads and they had broken, elaborating that the head came away in his mouth when he was brushing with an oral-b rechargeable toothbrush, version unknown. He had used this particular version of brush heads before. No symptoms developed.